Event description:
It was reported that the customer was hospitalized for high glucose level and dka. Troubleshooting was performed. The programming, insulin concentration, and bolus history were correct. In addition, a fixed prime test was performed and the insulin did not exit. Instructed customer to discontinue the pump use.